Event description:
During a total laparoscopic hysterectomy, at the time of the colpotomy, the monopolar l-hook was used by surgeon#1 on the patient #39. Left side inserted through a trocar, it was then removed and passed to surgeon #2. It was noted, at that time, to have a small piece of the green cup from the uterine manipulator melded onto the tip of the l-hook. The piece was removed and the l-hook was used by surgeon #2 without further incidence. Product ref# ue-obpro-35, lot# 2302036, exp [redacted date] company name the o r company, uterine elevator pro with occludor balloon.